Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that the after dental implant was installed in intraoral region #8, it was verified its' loss of osseointegration, but didn't provide any other information about the case.